Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported tooth mobility and their bite off. The patient reports that their dentist performed a teeth shaving procedure to help with their bite. No further information available.